Event description:
On (B)(6) 2025, the user reported that they were unable to unlock their ilet. After troubleshooting, the issue persisted. A replacement device was issued. Backup therapy was advised since the pump was not in a condition where insulin delivery and meal announcements were reliable. No blood glucose impact was reported, and no medical intervention was required.